Manufacturer narrative:
The customer from the united states reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) results for two patient samples, when running reagent lot 092. The initial results were reported to the physician(s) who did mot question the results. The samples were repeated on another atellica im analyzer and lower negative results were obtained. Siemens has completed the evaluation of atellica im 1300 tnih discordant results. Siemens reviewed date of event sensor status logs for vacuum pressure. Vacuum pressure logs reveal erratic secondary pressure readings. Local service engineer performed a total service visit on august 16, 2023. Auto check failed for wash sequence and secondary vacuum. Instrument was inspected for vacuum and fluid leaks, none found. Secondary water reservoir was cleaned of coagulated build up found in the bottle. Engineer attempted to adjust secondary vacuum regulator, vacuum not consistent. Vacuum regulator was replaced, and secondary vacuum was adjusted with no further issues. Auto check and qc were performed successfully. Root cause of issue was a faulty vacuum pressure regulator. System verification indicates acceptable performance. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The customer is operational.

Event description:
The customer reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) results for two patient samples, when running reagent lot 092. The initial results were reported to the physician(s) who did not question the results. The samples were repeated on another atellica im analyzer and lower negative results were obtained. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.